Manufacturer narrative:
It was observed that the clotting time was too short for the serum tube used. Therefore, the issue was likely due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). Calibration and qc were acceptable. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t hs stat assay result for two samples from the same patient tested on a cobas e 411 analyzer (rack system). The initial result was 35.46 pg/ml. The repeat result of a second sample was 6 pg/ml. The repeat result of the original sample was 6.03 pg/ml.